Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received four inappropriate shocks due to oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was reprogrammed and remains in service. No adverse effects from the inappropriate shocks were reported. Additional information was received that review of the data was requested. Upon review, technical services (ts) noted that the signal amplitude has decreased significantly when comparing the patient's previous device information to the current implanted device. Ts discussed it may be related to a change in the patient's medical condition and discussed possible troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.

Event description:
It was reported that the patient received four inappropriate shocks due to oversensing from the subcutaneous implantable cardioverter defibrillator (s-ICD). The device was reprogrammed and remains in service. No adverse effects from the inappropriate shocks were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.